Event description:
It was reported the atrial lead was replaced because there was minimal slack. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the full lead was returned and analyzed. Proximal conductor distorted and had blood/body fluid. Outer insulation breached cut. Blood on/in helix/lobe mechanism. .